Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified positive supply background (bgnd) test. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended. The root issue was due to normal wear as the pump was over 10 years old. Replaced main board. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump, when turned on the screen would light up but nothing on the display, and beeps like there is an error but cannot not see screen. No patient injury was reported.